Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited discoloration on the inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 12-sep-2024. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is presumed that humidity invaded the lg (light guide)-lens which led to corrosion that occurred by applied physical stress to distal end such as hitting and dropping, and/or the lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the stain/foreign material could not be identified, and a definitive root cause could not be determined. The event can be detected by following the instructions for use (IFU): evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.